Manufacturer narrative:
Company comments: the serious unexpected event of embolism and the non-serious expected event of rash at the injection site were considered possibly related to the treatment. Potential contributory factors include intravascular injection leading to embolism. Serious criteria include medical intervention to prevent permanent damage. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. The reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report reported to the health authority (FDA) on (B)(6) 2020. The report was forwarded to bioventus on (B)(6) 2020. The physician refers to a patient of unknown gender and age. No information about medical history, concomitant medication or history of allergies. On an unknown date in 2019, the patient received treatment with 3 ml durolane (lot 16928) intra-articular to left knee (unknown needle type and injection technique). One month later, on (B)(6) 2019, the patient experienced skin rash (injection site rash) deemed to be caused by skin embolus (embolism) from hyaluronic acid crystals. The physician assessed the case as serious due to required intervention to prevent permanent damage. Treatment for the adverse event was not reported. Outcome at the time of the report: skin embolus was unknown. Skin rash was unknown.